Event description:
It was reported intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the high blood glucose level by administering a correction injection and resolved each occlusion alarm by changing the infusion set and cartridge before resuming insulin. Despite experiencing recurring occlusion issues, customer managed the situation without third-party assistance.